Manufacturer narrative:
The customer changed the pinch tubes as they have not been changed for a "long time". The customer has not reported any issues after the pinch tubes were changed. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys vitamin b12 immunoassay result from one patient sample tested on the cobas e411 rack. It is unknown if the initial result was reported outside of the laboratory. The patient sample was initially run on another e411. The initial result from the other analyzer was 374 pg/ml. This result matched the clinic. The repeat result from the analyzer was 250 pg/ml. This result does not fit the patient's clinical history. The reagent lot number is 64375704 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The investigation determined that the customer was not replacing the pinch valve tubes. The investigation determined that the issue was consistent with an issue with the pinch valve tubes. After the customer replaced the pinch valve tubes, no further issues were reported by the customer.  The investigation determined the customer's actions resolved the issue.